Event description:
It was reported that code 1007 had been triggered for this cardiac resynchronization therapy defibrillator (crt-d) indicative of charge time exceeding limitations. It was noted that the device reached battery capacity depleted (bcd) approximately 8 months ago. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field d6b: explant date.

Event description:
It was reported that code 1007 had been triggered for this cardiac resynchronization therapy defibrillator (crt-d) indicative of charge time exceeding limitations. The device was explanted and replaced. No additional adverse patient effects were reported.